Event description:
The customer reported that while monitoring telemetry patients, the xhibit central station had become frozen. A spacelabs technical support representative walked the user through performing a hard reboot of the xhibit central station. Following the reboot, the customer confirmed the issue was resolved. Cause of failure was not determined.